Manufacturer narrative:
Upon further evaluation, service found that elevator guide wire was out of specification due to the cut k-wire. The rubber adhesive was detached, and the adhesive around the objective lens was scratched. The adhesive around the light guide lens was worn, and the light guide lens was chipped. The bending angulation in all directions were out of specification due to wear of the angle wires. The image had black dots due to damage to the charge coupled device unit (ccd). Due to the damaged ccd unit, the image resolution was out of specification. Scratches were observed on the connecting tube, and scope connector and cover. Due to a shave on the suction cylinder, the suction volume was out of specification. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported there were forceps elevator issues with the subject device. The olympus field service engineer (fse) inspected the device while on-site at the user facility and found there was no movement with the forceps elevator. The fse returned the device to the olympus service center for evaluation for potential broken elevator wire (k-wire). During inspection and testing, service confirmed the forceps elevator wire was cut, and found dirt (foreign material) around the forceps elevator, light guide lens, and distal end cover. This report is being submitted for the foreign material found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the reprocessing steps recommended in the instructions for use were not conducted because the broken forceps elevator wire caused a defective movement of the forceps elevator, and this led to foreign material remaining at/around the forceps elevator. Additionally, it¿s likely the light guide lens and plastic cover were dirty due to the incorrect or insufficient reprocessing. However, a final root cause of this event was unable to be identified. The following is included in the instructions for use: ¿all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope.¿ olympus will continue to monitor field performance for this device.